Event description:
It was reported that the pt was revised due to loosening of the shell.

Manufacturer narrative:
Info was received via published literature. Eval summary: no devices or photos were received; therefore the condition of the components is unk. X-ray that was provided shows a migrated acetabulum construct. The article noted that there was superior medial migration of the hip center of rotation, interruption of kohler's line with the cup moving into the pelvis, and severe ischial osteolysis. Cause cannot be definitively determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.